Event description:
The company received info that suggested that the neck plate broke at the area where the tie attaches to the plate and that there was no actual separation of the plate from the tube itself. The pt was re-intubated and the customer reported that there was no pt harm. The customer stated he will return the sample for eval.